Event description:
There was no patient involved in this event. The device is switching on automatically.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in january 2011 and performed to specification up to the 17th february 2011. The device failed multiple self-tests due to a low battery between the (B)(4) 2011, the device remained in fault mode until the (B)(4) 2012. The device performed successful self-tests until the (B)(4) 2014. Multiple manual power ups of ten minutes duration were recorded between the (B)(4) 2014 and the last log entry on the (B)(4) 2015. The pad-pak became depleted during this time. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The self-test fails may be due to the pad-pak not being properly seated within the device, a partially depleted unit being installed or intermittent failure of the battery terminal pogo-pins. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.